Event description:
It was reported, that during a da vinci-assisted right hemicolectomy surgical procedure. The sureform 60 stapler instrument was not being recognized after successfully firing two reloads. The site reseated the instrument, and the instrument began making erratic movements that were not in the surgeon's control. The site replaced the stapler to continue the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint, and completed the device evaluation. Failure analysis confirmed, and replicated the reported complaint. The instrument was found to have multiple engagement failures, based on a system log review and during the in house testing. The housing was removed and no obvious damage was found during a visual inspection. Further evaluation of the logs showed the instrument had multiple roll hard-stop engagement failures, but also passed engagement a couple times and was able to fire two reloads. The instrument was checked for roll axis friction and correct location of physical hard-stops. Both of which can be contributors to roll engagement failures. It was noted, the main tube rotation was smooth. But it was observed, that one roll hard-stop could be manually exceeded by continuing to rotate the main tube. The instrument was re-tested on a test system and it failed engagement 4 out of 5 times all for the roll hard-stop check. The one successful engagement resulted in non-intuitive motion, where the pitch and yaw output motions were opposite of the input motions. The engagement failure is related to the roll hard-stop not in expected position. The roll gear may be misaligned with idler gear, causing a hard-stop to not be in the expected location.